Event description:
Reporter indicated that during an end of service generator revision surgery, the surgeon found a crack in the lead insulation necessitating lead revision. Good faith attempts to gain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.